Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 533 mg/dl. The customer was treated for the high blood glucose with three to four units of insulin via manual injections. The customer stated that they have been experiencing low and high blood glucose ever since they had their transplant. The customer was assisted with removing the site and found that the cannula was bent which most likely caused the erratic blood glucose. The customer declined any further troubleshooting. The customer stated that they will monitor the issue and call back if they had any further issues. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.